Manufacturer narrative:
Vascular complications are rare and serious side effects, although they are widely known and documented in the context of dermal filler injections. They are related to the accidental injection of the product inside a blood vessel, leading to its occlusion, or to a high amount of product injected near a vessel, leading to its compression. The local deprivation of blood supply causes tissue anoxia. If enough hyaluronidase is injected on time, symptoms can be fully resolved without sequalae. If the vascular complication is not detected, diagnosed, and treated promptly, it can lead to skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of products.

Event description:
Primevigilance notified teoxane of an adverse event on (B)(6) 2025, and on (B)(6) 2025 it was confirmed that it was second patient from the same injector (B)(4). The first case was opened under the reference (B)(4). A patient was injected on (B)(6) 2025 with rha 3 in the lips using an unspecified needle. On the same day, on (B)(6) 2025, after the injection, patient experienced vascular occlusion in the lips. As treatment, an unknown amount of hylenex was provided, and symptoms resolved. Despite reminders, no information was provided regarding batch number, thus the case was closed as is.

Manufacturer narrative:
Vascular complications are rare and serious side effects, although they are widely known and documented in the context of dermal filler injections. They are related to the accidental injection of the product inside a blood vessel, leading to its occlusion, or to a high amount of product injected near a vessel, leading to its compression. The local deprivation of blood supply causes tissue anoxia. If enough hyaluronidase is injected on time, symptoms can be fully resolved without sequalae. If the vascular complication is not detected, diagnosed, and treated promptly, it can lead to skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of products.

Event description:
On 18-mar-2025, primevigilance notified (B)(6) of an adverse event (rc/2503069) and on (B)(6) -2025, it was confirmed that a second patient was injected by the same injector and experienced a similar adverse event (current complaint). A patient was injected on (B)(6) 2025 with rha 3 in the lips using an unspecified needle. N the same day, on (B)(6) 2025, after the injection, patient experienced vascular occlusion in the lips. As treatment, an unknown amount of hylenex was provided, and the symptoms resolved. On 11-aug-2025, additional information received from primevigilance and the case was reopened to update the batch number and carry out its analysis. Despite reminders, no additional information was provided thus the case was closed as is.